Event description:
The pt felt no stimulation sensation. The patient's left battery was working fine. The right implantable neurostimulator was turning off on its own. He eventually stopped getting any response with his pt programmer from the right implantable neurostimulator. The pt was at home and his status was fair. The hcp reported that the implantable neurostimulator was replaced because the battery was dead (date not reported). A follow-up report will be submitted if additional info becomes available.